Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in italy, this was a case of an implant of an edwards valve. After the procedure and before sending the patient to ICU, CT showed a little contrast under left sinus. The patient went to ICU in good condition. On the morning after the procedure, there were no signs of pericardial effusion nor hemodynamic instability. Echo check was good. Unfortunately, the patient passed away in the afternoon. The perceived root cause of this event was likely a severe annular rupture.

Manufacturer narrative:
Updated sections: h6- clinical code.

Event description:
As reported from our affiliates in italy, this was a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the balloon was not overinflated, and the valve was deployed in the intended position (80/20). After the procedure and before sending the patient to ICU, CT showed a little contrast under left sinus. Then, the patient went to ICU in good condition. During the morning after the procedure, there were no signs of pericardial effusion nor hemodynamic instability. Echo check was good. The patient suffered an annular rupture which led to pericardial tamponade and cardiac arrest. Unfortunately, the patient passed away in the afternoon. As per medical opinion, the root cause of this event was oversizing.